Manufacturer narrative:
Verathon followed up with the customer who indicated since fully charging the battery the reported issue can no longer be duplicated. The customer indicated the device has been placed back into use without further issues. Device not returned.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor, the screen shut down. A delay in the procedure of unknown duration occurred as a back-up avl system was obtained. No harm to patient or user was reported.